Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter, the pt's mother, reported that on (B)(6) 2011, the pt obtained three loss of prime warnings on the insulin pump. Afterwards, the pt obtained a blood glucose reading 'above 500 mg/dl'. The pt experienced no symptoms of high or low blood glucose levels and tested negative for urinary ketones. During the troubleshooting telephone call, the infusion set and the cartridge were changed, however, the issue was not resolved.